Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: l5-s1 circumferential fusion through a posterior approach; posterior par tial l4 laminectomy; l5 complete laminectomy with exploration of l5 nerve root; partial sacral laminectomy; l5-s1 posterior instrumented fusion with posterior pedicle screws; insertion of anterior interbody device via a left transforaminal interbody, translumbar interbody fusion technique; right posterior iliac crest bone graft through a separate fascial incision, use of rhbmp-2/bone graft matrix and local bone graft; for pre-op diagnosis of: l5-s1 spondylolisthesis with lumbar radiculitis, lumbar degenerative disc disease, l5-s1. No complications were reported.